Event description:
Event description guidant received information, during the pacemaker replacement procedure for normal battery depletion, that this atrial lead was out of position and that the conductor coil of the lead had been damaged.